Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2014 notes that low impedance and noise still exist. The patients condition is good.

Event description:
It was reported that the atrial lead exhibited low impedance and sensing anomaly. Noise causing multiple episodes of short inappropriate auto mode switch were also noted. No intervention had been reported, the patient would be monitored.